Event description:
The customer states that one patient sample generated an initial axsym troponin-I adv assay result of 0.55 ng/ml, which was reported out of the lab. The result was questioned by a physician. Controls were within specification earlier in the day but when the customer ran the low and medium controls after the result was questioned, both controls showed an upward shift as well. The sample tested at 0.00 on another axsym system in the lab using the same lot of reagent. The abbott customer technical advocate (cta) reviewed the suspect analyzer's message history and determined that the most like cause of the elevated result was a clogged/obstructed sample probe. The cta talked the customer through replacing the sample probe. The customer retested the sample after the probe replacement and generated a result of 0.02 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
Axsym troponin-I adv assay lot#:70263m102. The customer reviewed the axsym message history log and found error messages had been generated during the time of the erratic occurrences. These error codes included aspiration error codes 3080, 3089 and 3530, and error code 3502 probe obstruction detected, sample tube, sampling center. The customer replaced and calibrated the sampling probe. The customer verified troponin control results were within the lab ranges after the obstructed sampling probe was replaced, and the five erratic troponin patient sample results correlated with expected results. The customer verified the erratic troponin results had most likely been caused by the use of the obstructed sampling probe. The actual cause of the erratic troponin results could not be determined with the available information. The axsym system operation manual troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision and troubleshooting and diagnostics, observed problems, meia test results too high contains adequate information on the probable causes and corrective actions for discrepant results. The troponin-I adv package insert (was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert sample collection and preparation for analysis section notes samples containing fibrin, particulate matter or red blood cells may give inconsistent or erroneous results and must be centrifuged prior to testing. The october 2008 tracking and trending review for the axsym analyzer did not identify any adverse trends due to troponin assay inconsistent results generation, or adverse trends due to obstructed axsym probes. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. Based on the available information and this investigation, no deficiency was identified for the axsym probe related to the issue under investigation. A malfunction of the axsym analyzer was identified. The investigation indicated erratic patient results were most likely caused by an obstructed probe. The actual cause of the erratic result generation could not be determined with the available information. The axsym analyzer has not generated erratic results since the customer replaced the obstructed probe. This is a final report.